Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiac injuries and/or related symptoms on or about (B)(6) 2010. The plaintiff's attorney also alleged that, on (B)(6) 2010, the decedent experienced cardiac arrest and subsequently expired the next day on (B)(6) 2010 after the use of the product.

Manufacturer narrative:
This is one event of two for the same pt involving two separate products.